Event description:
While pulling back the guidewire at the completion of the lead placement during a cardiac resynchronization therapy procedure, the physician felt resistance and the guidewire tip gave way during removal. The tip remained in the vessel distal to the lead.